Manufacturer narrative:
(B)(4) the customer report of " bone contact occurred "was confirmed. Confirmation is based on the investigation results showing that the device suffered bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error- un intentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. It is suspected that bone contact occurred. As a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine. This did not occur during the treatment of a median lobe".